Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for an unknown number of patient samples from two cobas e602 analyzers when compared to the results from competitor reagents. The customer suspected that interferences in the samples may have been the cause. Of the data provided for six patient samples, only the results for five of the samples were discrepant. Clarification of the specific dates of testing was requested, but was not provided. This medwatch is for thyrotropin (tsh) for patients 2-5. Refer to the medwatches with patient identifiers (B)(6) for the other reagent lot numbers and assays involved in the complaint. Information regarding if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected.

Manufacturer narrative:
Samples for patients 2 and 3 were submitted for further investigation. Initial investigation of the samples confirmed there was an immunoglobulin that reacts with the reagent. An interfering factor to streptavidin was identified in the samples. These interfering factors are documented in product labeling for the assay. No product problem could be found.